Manufacturer narrative:
On 3/18/2020, mentor received the following information: patient current initial is (B)(6), date of implantation updated to (B)(6) 2009, date of explantation is on (B)(6) 2020 for removal only. Left side confirmed to be ruptured. This report is for left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on 4/27/2020: during visual evaluation, an anomaly was observed on posterior view of the device consistent with shell abrasion. A rupture was observed within the shell abrasion, measuring approximately 3.0 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. As part of our quality process, the manufacturing records of this 5926575 lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. " each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4) .

Manufacturer narrative:
On 4/10/20 mentor became aware that on manufacturer report number 1645337-2020-03011, some field were mistakenly was missed; (B)(4).

Manufacturer narrative:
On 4/3/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receive of the device the identityof the left implant became evident as follow:cat#: 3507375bc, lot#:5926575. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown silicone breast implants which bilaterally has issue with capsular contracture unknown baker grade after implantation. Patient states right side confirmed capsular contracture confirmed in 2013, tightening in left breast that has progressed. Left side has ripples. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.